Manufacturer narrative:
Initial report was submitted in error. The reported device is not marketed in the u.s. And therefore is not subject to medwatch reporting requirements.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the working end of the screw driver was broken when screwing for the l5. The fragment was removed. The screw insert was loosened when screwing before inserting a rod. The surgeon tried to reset the screw, the screw did not go in and the screw head was broken. The broken screw was removed and the procedure was completed by using a new device. There was a harm to the patient was reported. There was a delay in surgery less than fifteen (15) minutes.